Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra blue test strips were peeling. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began approximately 10 days prior to contacting lfs. The patient stated that she manages her diabetes with insulin (self adjusting). The patient mentioned that she tried to test her blood glucose with her ultramini meter but was unable to due to the alleged issue. The patient said that she had to guess how much insulin to administer herself due to not being able to obtain a blood glucose result. The patient said that she administered herself too much insulin and subsequently developed symptoms of "shaky and feeling like she was drunk" (unknown time after the alleged issue began). It is not clear if the patient received medical intervention as a result of the alleged issue. At the time of troubleshooting the cca confirmed that there was more than one test strip affected in the test strip vial and that the alleged issue began prior to the patient attempting to test her blood glucose. The alleged issue was not resolved with troubleshooting. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury as a result of administering too much insulin due to the alleged issue.